Event description:
It was reported that the flat panel monitors on the 2800 system are not working (no image). There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the left dual screen monitor. The system was tested and found to be working as intended and placed back into service.